Manufacturer narrative:
The cannula accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The cannula was returned and evaluated. The cannula failed the functional test. The cannula inspection was performed using a blunt obturator. Resistance was felt as the obturator moved through the cannula indicating likely damage to the tube. The distal end of the tube wobbled when the cannula was laid on the bowl and spun, suggesting the tube was bent.

Event description:
It was reported that the cannula accessory failed the obturator test. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.